Event description:
It was reported that the right ventricular [rv] lead was t wave oversensing. It was also reported that when a device longevity estimate was done, the device was found to be "not lasting as long as expected." The rv lead pacing vector was reprogrammed and a defibrillation threshold test was performed. It was further reported that the right ventricular (rv) pace/sense lead and the rv high-voltage lead both exhibited a loss of capture. The leads and device were all explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the distal segment of the lead was returned and analyzed. No anomalies were found. The proximal conductor was kinked/buckled, and both the proximal and distal conductors were pulled/streched (overstress). Blood was found on both the proximal and distal conductors, as well as the distal end of the electrode. Both the inner insulation and inner tubing were torn and kinked/buckled, and the inner insulaiton was pulled/stretched (overstress). The outer insulation was breached/cut and torn. The lead exhibited apparent explant damaged, and appeared to have been stretched. Concomitant products 6947 implantable tachy lead -(B)(6) 2010; 5076 implantable pacing lead -(B)(6) 2006; 4198 implantable pacing lead -(B)(6) 2010. (B)(4).